Manufacturer narrative:
For the reported event, lot number was provided, and lot history review. The sample was returned for evaluation. An x-ray image was reviewed. Break, misfire, and partial deployment were confirmed for the device. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model avfle09080. Vascular covered stent allegedly experienced misfire, break and retraction problem. This report was received from a single source. This event did involve patient with no reported patient injury. The patient is (B)(6) years old, male and (B)(6) kgs.